Event description:
The field service engineer reported a pump with an unk problem with the batteries. This problem was identified during bio-med testing. There was no pt injury or medical intervention necessary according to the hosp rep. No additional info is available.

Manufacturer narrative:
Evaluation summary: the reported condition of the unk problem with the main batteries was confirmed. Inspection of the device found the pump's main batteries to be depleted. The main batteries were potentially damaged and therefore the batteries were replaced. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is currently being investigated.